Event description:
An implant card was received which indicates the patient's vns device was replaced due to a fractured lead. The explanted portion of the lead was discarded. Attempts will be made for additional information. No other relevant information has been provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.